Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device size and lot number were unavailable. The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma. Patient¿s medications: lipitor, lisinopril, olanzapine, omeprazole, carvedilol, amiodrarone, amlodipine besylate, clopidogrel bisulfate, allopurinol, metoprolol, warfarin.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The patient had calcification in the iliac arteries. It was reported that the physician attempted the procedure with a solopath® balloon expandable transfemoral access system; the sheath did not fully inflate so the physician removed it. The physician chose to use a 24 fr gore® dryseal® sheath (hospital inventory, lot and serial # unknown) during the procedure. The ctag devices were implanted and upon retracting the dryseal® sheath the iliac artery was tore. It is unknown if the damage to the iliac artery was done when the dryseal® sheath was implanted or extracted. The iliac artery was repaired with a viabahn® device and the patient tolerated the procedure.